Event description:
IT WAS REPORTED THAT PEELED COATING OCCURRED REQUIRING INTERVENTION. THE TARGET LESION WAS LOCATED IN THE SUPERFICIAL FEMORAL ARTERY (SFA). A 300CM, 8CM POLY TIP V-18 CONTROL WIRE WAS SELECTED FOR USE. DURING THE PROCEDURE, IT WAS NOTED THAT THE GUIDEWIRE PEELED COATING COME OFF MID SHAFT OCCURRED REQUIRING INTERVENTION THAT SUPPOSED TO BE A LEG ANGIOGRAM WITH BELOW THE KNEE (BTK) WORK, HOWEVER THE PHYSICIAN CHANGES THE STRATEGY WHEN NOTICING THE SHEARING. THERE WERE NO FRAGMENTS REMAINED INSIDE THE PATIENT AND THE PROCEDURE WAS COMPLETED WITH ANOTHER OF THE SAME DEVICE. THERE WERE NO PATIENT COMPLICATIONS AS A RESULT OF THIS EVENT.

Event description:
It was reported that peeled coating occurred requiring intervention.The target lesion was located in the Superficial Femoral Artery (SFA). A 300cm, 8cm POLY TIP V-18 Control Wire was selected for use. During the procedure, it was noted that the guidewire peeled coating come off mid shaft occurred requiring intervention that supposed to be a leg angiogram with Below the Knee (BTK) work, however the physician changes the strategy when noticing the shearing. There were no fragments remained inside the patient and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Investigation results:Device History Record:It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Investigation Conclusion:Based on a thorough review of the reported complaint, Boston Scientific has assigned an investigation conclusion code of Cause Not Established.